Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacture representative regarding a patient with a trial external neurostimulator (ens) patient had a trial done for bladder incontinence. It was put in on june 21st. Patient reported they did not empty their bladder completely and the flow is not very strong. Patient says she can have a very good day and go through one pad and the next day she can go through at least 2 pads. Patient also reported that when they had their trial device, the wires moved and this was determined the next day after the trial was put in (june 21st) and told her they think the wires shifted when they put her from one table to the other during the trial surgery. Patient was redirected to their health care professional. No further complications were noted or anticipated.